Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the continuous recovery of the rectum, the device did not work after the perforation of the rectum by the anus. Attempt performed with a battery from another device: attempt failed. Use of another device to complete the procedure with a risk to lose the rectum passage and to slash tissues. First cdh29p did not work. The surgeon opened another unit of cdh29p to replace the battery in the first device: attempt failed. 2 units of cdh29p have been defective. No patient consequences